Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, lump/nodule and capsular contracture, baker grade IV.

Event description:
Patient reported "extracapsular rupture", "lump", "lymph node enlargement", "numerous enlarged right axillary lymph nodes", "benign-appearing calcifications¿. Healthcare professional then reported "intra and extracapsular rupture" and capsular contracture baker grade IV. This record is for the right side. Device was explanted and discarded.